Manufacturer narrative:
(B)(4) date sent 10/11/2024 d4 batch #946c52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec45a device was returned with the jaws closed, articulated to the left side, the joint cover damaged, an unknown trocar inserted in the shaft and the closure trigger broken. A gst45b reload was loaded in the device and it was returned partially fired 1/10. No functional test was performed due to the condition of the device. The device was disassembled in order to verify the condition of the internal components and no anomalies were noted. It is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle and the damage on the joint cover is related to the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 946c52, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior rectal resection, radio-chemo treated rectal adenocarcinoma. During the procedure with mechanical sectioning with a linear stapler with blue reload at the third firing in the rectum, the linear stapler remained stuck on the intestine without being able to open it. The surgeon said that all steps were performed to unblock the stapler, but it still remained stuck, requiring conversion from laparoscopic to conventional surgery to free the bowel from the stapler and complete the surgery. The conversion from laparoscopic to conventional surgery was performed to free the bowel from the stapler and complete the surgery. Linear stapler, 2 blue reloads and a 31 mm circular stapler were used to complete the surgery. The surgery was delayed by 30 minutes and completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the surgeon able to complete all 4 stokes of firing sequence? On the third firing sequence, the device blocked. What trouble shooting steps were taken in an attempt to open the device? In trying to open the device, the firing trigger of the device broke and the jaws opened as a result. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.